Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per evaluation of sample received for a separate complaint, calcification of the catheter was found. Per the complainant, it was reported that the catheter had stopped working and was causing discomfort. The device was changed out.

Manufacturer narrative:
Received 1 used silicone catheter only. The reported event was confirmed; however, the cause is unknown. The visual inspection noted the catheter has a ridge (cc#(B)(4)) and the tip is cut off. The tip was returned with the sample. Further inspection noted there a hardened substance or calcification on the tip and inside the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the following instructions are indicated: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per evaluation of sample received for a separate complaint, calcification of the catheter was found. Per the complainant, it was reported that the catheter stopped working and caused discomfort. The device was replaced.